Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a hole in the tubing of the patient line. This was observed during priming and the patient was not connected. The technical service representative assisted the patient with retrieving the cassette, and the patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification which revealed a hole in the tubing. Functional testing performed included clear passage testing, clamp function testing, and leak testing. Leak testing revealed a leak through the hole in the tubing. The reported issue was verified. The cause of the issue was determined to be a manufacturing issue; marks on the tubing are indicative of the pouching equipment (flow wrapper). Should additional relevant information become available, a supplemental report will be submitted.